Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The canister cover was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak preventing mechanical ventilation. There was no report of patient involvement.